Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to a suspected dislodgement. The ra lead did exhibit show good atrial sensing. It was noted that the patient has not been compliant with keeping her arm in a sling. The device was reprogrammed and no intervention is planned as the physician feels the patient only needs atrial sensing amd does not currently need atrial pacing. The ra lead remains in service and no adverse patient effects have been reported.